Event description:
It was reported that the patient presented to the clinic in atrial fibrillation (af) and the last episode that was recorded was nine days earlier. There had not been any episodes recorded since then. Post-modeswitch overdrive pacing (pmop) was not programmed on but collection delay was. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457453 lead, implanted: (B)(6) 2007. (B)(4).